Manufacturer narrative:
Upon completion of the investigation it was noted that the device returned was actually that of 82-8800 and not 82-8804 as initially reported by the customer. It was confirmed that there was a tear in the needle chamber. Although it is not possible to determine how the tear occurred it might be possible that the device came in contact with the edge of a sharp instrument during the implant or explants of the device. This however cannot be confirmed. Upon further investigation it was also noted that the device could not be tested for pressure as a result of the tear in the device. The device passed all other functional tests performed. A review of the device history records confirmed that the device conformed to all the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The customer reported a malfunction. As a result the device was revised. No other details are available at this time.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
On (B)(6) 2014 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures.

Event description:
The customer reported - malfunction. No other details are available at this time. As a result the device was revised. On (B)(6) 20/14 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from both a malfunction and a serious injury to just a serious injury.